Event description:
Additional information was received and it was reported that following implant the pump was delivering baclofen and dilaudid. Additional information was received and it was reported that in (B)(6) 2012 bupivacaine was added to the pump. Additional information was received and it was reported that in (B)(6) 2012 the pump was only delivering baclofen then in (B)(6) 2012 bupivacaine was again added to the pump.

Event description:
It was reported the patient experienced baclofen withdrawal with a device issue of over/underinfusion and volume discrepancy. There was a discrepancy of 13ml on (B)(6) 1013 and 10.5ml on (B)(6) 2013. The patient had symptoms of increased spasticity and the event was noted as ongoing and of mild severity. The pump was used to deliver baclofen and bupivicaine. It was later reported that the patient's pump was over-infusing and causing an overdose of the patient. All of the discrepancies were instances of over-infusion and had the hcp 'very concerned.' In addition to the volume discrepancy, the patient was exhibiting some level of 'dopiness' after the refill, consistent with overdose. Then, the overdose symptoms subside at some point and the patient appeared to have normal therapeutic coverage. The patient then presents with a loss of effectiveness prior to the scheduled refill date, consistent with under-dosing or even symptoms of withdrawal. The patient presented in clinic on (B)(6) 2013 with a 13ml volume discrepancy, and at that time the patient was refilled. The patient then returned to the clinic on (B)(6) 2013 with a 10ml volume discrepancy. Further discrepancies were noted on (B)(6) 2012 of 1.5ml, (B)(6) 2012 of 5ml, (B)(6) 2012 of 1.7ml, (B)(6) 2013 of 3.3ml, (B)(6) 2013 of 13ml and then the 10ml discrepancy on (B)(6) 2013. It was later reported that on (B)(6) 2013 the healthcare provider filled the patient's pump with 15ml and did not perform any programming, in order to continue running at its previous settings and to observe whether the pump overinfusing could be related to recent programming changes or not. The patient returned 15 hours later and the discrepancy volume was 3ml. The hcp then took the patient to the operating room to explant the pump. It was later reported the pump was used to deliver compounded baclofen and bupivacaine. The patient underwent the explant on (B)(6) 2013. It was later clarified that as of (B)(6) 2012, the patient had two active pumps implanted simultaneously. The patient was reported as 'doing better' and did not experience further withdrawal. The patient went from 6000mcg to 850mcg [orally] a day. It was also noted that the patient's spasticity was also different and 'more typical.' The patient was now stiff, whereas before the patient was 'very jumpy' it was later reported that the patient was on a continuous pump mode leading up to explant. Prior to that date, the patient was on a flex pump mode. The patient was not receiving good therapeutic coverage, thus the dose was increased and the mode was changed. It was later reported that the pump was replaced when the patient had the revision on (B)(6) 2013. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Final analysis of the pump found a deformed pump head tube and overinfusion with insufficient pump tube occlusion. Dispense testing indicated that the pump over infused. The dispense test was repeated to confirm the issue and dispense testing failed lab testing protocol. Further infusion testing was performed, testing the pump at different fill volumes at different rates to see if the over infusion occurred. Those tests also showed an over infusion. A stop pump test was then performed. An x-ray was taken to show pump head roller position prior to the testing followed by more x-rays to show pump head roller position after each test. It was noted that in specific orientations of the pump head the pump was dispensing fluid even when the pump was stopped. Both tests displayed leakage past the rollers at that position. The pump tubing was compressed between the pump head roller and the bulkhead. The pump head was designed to exert a sufficient force to fully occlude the tube while rotating. This investigation suggests that the physical properties of the pump tube were altered from a combination of mechanical and chemical stresses. It is possible if the tube, bulkhead or pump head no longer meet design specifications that fluid could flow past the roller.